Event description:
It was reported the pt was experiencing withdrawal symptoms (unspecified). The pump was flipping within the abdominal pocket causing the catheter to twist and become kinked. The pt underwent surgery to revise the pump. The drug used in the pump was a mixture of hydromorphone 1.0 mg/ml, bupivacaine 20 mg/ml, clonidine 250 mcg/ml at a dose of 0.1499 mg/day. The pt recovered without sequela.